Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) sounded for noise and the lead was programmed off. It was later determined that the lead was also exhibiting high impedance. The lead was plugged into the lv lead port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.